Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 411 mg/dl at the time of call. Customer was treated with bolus. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.